Manufacturer narrative:
Block b3: exact date unknown, event occurred since november of 2023 prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7127118 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2352500 model: sc-2218-50 serial: (B)(6) batch: 7126864 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming and implantable pulse generator (ipg) has migrated laterally. The patient underwent spinal cord stimulation (scs) explant procedure. Additional information stated that the patient is stable postoperatively. Additional information stated that the explanted device will not be returned.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming and implantable pulse generator (ipg) has migrated laterally. The patient underwent spinal cord stimulation (scs) explant procedure. Additional information stated that the patient is stable postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred since november of 2023 prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7127118, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2352500, model: sc-2218-50, serial: (B)(6), batch: 7126864, UDI: (B)(4).

Manufacturer narrative:
Block b3: exact date unknown, event occurred since november of 2023 prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming and implantable pulse generator (ipg) has migrated laterally. The patient underwent spinal cord stimulation (scs) explant procedure.